Event description:
It was reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.